Event description:
A malfunction code was displayed on the pump, but no notable events occurred beforehand. There was no adverse impact on the customer's blood glucose level. The customer was able to reset the malfunctioning pump with the assistance of technical support and continued to use the pump as instructed. There was an understanding that the customer would call back if any malfunction code recurred.